Event description:
It was reported that there was an interruption when using the anesthesia system. There is no current information whether there was an interruption of gas delivery or if there was a user interface interruption. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. No deviations could be seen. The customer could not explain what had happened. Different equipment tests such as patient simulation tests were performed without reproducing any faults. The device was cleared for clinical use. A test log from the device was received but no failing tests had been recorded. Based on the above information, the reported fault could not be confirmed and the true cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).